Event description:
A balloon was used to successfully dilate a one year old stenosed stent in the subclavian vein. At the completion of the procedure the balloon burst and upon withdrawal through an introducer sheath the balloon detached. Retrieval of the balloon segment utilizing a snare was uneventful. There were no pt complications involved. The device has been destroyed by the user facility and will not be returned for evaluation. Therefore, no failure analysis will be performed. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with over-pressurization or use in a calcified lesion. Dilatation of a stenosed stent may result in contact with a surface that could damage the balloon material. These circumstances may have contributed to this event. However, without evaluating the device co cannot determine the exact cause for this event.